Manufacturer narrative:
Pending evaluation.

Event description:
It was reported that during this 57 y/o female patient's right knee revision, the logic style poly trial when trying to insert it into the knee with the cemented implants broke or snapped into two pieces. While the surgeon removed the 9mm ps poly that was in the patient from the original surgery and began trialing thicker options of the poly. The surgeon used the logic style 3.5mm - 13mm poly to trial and upon inserting the poly trail, the plastic broke or snapped into two pieces. The surgeon needed to use strength to be able to insert the poly for trialing. The surgery was delayed with having to remove the pieces of the trail, irrigate the knee site and start re-trialing with the truliant style of polys. All pieces were removed from the patient. The patient left the or stable. The broken implant was isolated, cleaned, and is being sent back to exactech and replaced. Revision stated in the summary is captured in (B)(4).

Manufacturer narrative:
Section h10: h3: the fractured tibial insert trial reported may have been the result of years of surgical use, aggressive use, and subsequent sterilization cycles which led to crack initiation, propagation, and ultimate fracture of the device during trialing. Section h11: the following sections have corrected information: h6: component code: 4755, part/component/sub-assembly term not applicable.